Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user stated the ilet delivered too much insulin for meals, leading them to occasionally announce meals as ¿less than¿ on days with extreme activity, pause insulin delivery, or consume additional carbohydrates to prevent low blood glucose. Symptoms included perceived impending hypoglycemia managed by preemptive carbohydrate intake. Outcomes included user-initiated mitigation strategies without medical intervention or hospitalization. Investigation included a review of device use patterns and user education on proper meal announcements and activity considerations. Investigation of this case revealed that incorrect meal announcement in the context of high activity likely resulted in algorithm maladaptation and apparent over delivery relative to intake and exertion, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that user technique and behavior related to meal announcement and activity influence were the most probable contributing factors.